Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with a reported glucose of 353 mg/dl, and the caregiver was advised not to dispense extra insulin and to allow the pump to manage glucose while trends were monitored. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included troubleshooting and education with blood glucose assessment and planned follow-up to confirm a downward trend. Investigation of this case revealed no device malfunction reported and no component issue identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.